Manufacturer narrative:
The complainant indicated that the stent remains implanted, and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shop floor paperwork has been reviewed and no issues were noted that would have contributed to the complaint reported. Should further relevant information becomes available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a peripheral stenting treatment procedure, the balloon ruptured during post dilatation. An express biliary premounted stent was successfully placed in the left common iliac accessed from a right iliac approach. After stent placement, the physician post dilated the stent and on the fourth inflation the balloon burst at 12 atms. The balloon rupture was determined by a loss of pressure and the physician was able to completely remove the balloon from the patient. The proceduce was successfully completed with this device, and there were no patient complications. Current patient condition is reported as 'excellent'.